Event description:
Customer reported experiencing high blood glucose readings. Customer stated that they received the meter blood glucose readings now alarm and the alarm continued for a few hours. Customer was unsure if they cleared the alarm before checking their blood glucose levels. Customer's blood glucose reading was 620 mg/dl. Customer declined help line. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.